Event description:
I bought a jazzy carbon hd from spinlife. I was scheduled for a knee replacement and wanted to be mobile while healing. I used it on (B)(6) 2026 before my surgery to get familiar with it. In my driveway I went over a small crack in the concrete and it tip forward throwing me from the chair. I struck my right knee causing a large abrasion with severe pain & stiffness. My left knee also had a small abrasion. After my surgery I was very cautious in using again. On a walking path again a small crack caught the front tires luckily I had my nephew with me and he caught me before it flipped forward. Just last weekend I used it again at an event that coming from a handicapped parking area to the elevator a small crack caught the front wheels. As I am afraid of this now, my nephew stayed right by me and caught me. Coming out of the event crossing the street front a handicapped curb it again caught a crack and my nephew had to grab the back and catch me. The front wheels are too small to handle small cracks. This chair has a weight capacity of 400 lbs. I weigh 274 so that should not be the issue. I reported to pride mobility who makes these electric wheelchairs but have not heard anything. I am afraid now to use it as it is too unstable.